Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right atrial pacing impedance measurements within a week of implant. Additionally, an increase in pacing threshold measurements was also observed. An invasive procedure was performed and the right atrial (ra) lead was easily removed from the device header. It was suspected the setscrew to terminal pin connection was incomplete. The ra lead was reinserted into the device header and measurements returned to an acceptable range. No adverse patient effects were reported.